Manufacturer narrative:
Heartsine has received the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
A third party service agent contacted stryker to report that a customer¿s device did not power on and does not emit voice prompts. Failure to power on device may prevent or delay defibrillation and an absence of voice prompts may lead to an inability understanding how to use the device correctly, which could prevent or delay defibrillation therapy. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon return the device could not be powered on with the returned pad-pak and no flashing status indicator was observed. The reported fault was attributed to a bent locator pin from the pad-pak casing on the battery terminal side of the returned pad-pak, which impeded the insertion of the pad-pak within the device. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
A third party service agent contacted stryker to report that a customer¿s device did not power on and does not emit voice prompts. Failure to power on device may prevent or delay defibrillation and an absence of voice prompts may lead to an inability understanding how to use the device correctly, which could prevent or delay defibrillation therapy. There was no report of patient use associated to the reported event.